Event description:
It was reported that during a thyroid procedure, while using the clip applier, twenty to thirty percent of the time clips would clip with a bow out in the middle, so they were only together at the points at the end. Case completed with ties or other clips. It was reported that the patient had to come back for a bleed. Sales rep was unable to confirm if bleeding was due to clip malfunction because physician was pulling clips off that were not closing correctly. One malformed clip is available, but device is not available for return.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the mcm20 device was not returned for evaluation, only a bag with one malformed clip was returned. Since the device was not returned for analysis, we are unable to perform further testing in order to evaluate the reported incident. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). The following information was requested and the following was obtained: what structure was the device fired on? Did the procedure drive the need to apply torque during firing of the device? Were all forces brought back to neutral prior to firing another clip? Were any of the clips successful at ligating the structure or were they all removed? What ties and clips were used during the procedure? What structure was found to be bleeding post-op? Is the returning malformed clip from the initial procedure or was it found during the re-op? Please place the returning clip in an envelope or small bag so it doesn¿t get lost. Also, can you take a photo of the clip and send it to me? Message from rep, "the pa that was with the patient when the patient came back to or couldn't remember but said it would almost be impossible to decipher the cause of bleed. She thought of course the patient had long been discharged from hospital. I do not have dr's cell. Will try my best to catch him next week."